Event description:
Asr revision left asr xl reason(s) for revision: metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 4 nov 2015: corrected revision date to (B)(6) 2012 as stated on claimsuite, also added all missing mw fields and exp dates for products. (B)(6) 2015.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2012; left; asr xl; reason(s) for revision: pain. Invalid lot numbers provided for the cup (2537464) and stem (b4keta000). Update: added lot numbers, surgeons forename name, further reason for revision and amended hospital name. Received: september 19th 2012. Reason(s) for revision: pain and component loosening. Update: amended reason for revision. Received: october 31st 2012. Due to further information from the surgeon it seems the reason for revision is now metallosis. Update received 31st july 2014. Status amended to "legal." Revision date amended.